Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited high thresholds, pacing failure, and high/undefined impedance. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.